Event description:
It was stated that occlusion alarm occurred. This occurred during priming at the facility. There were no reported patient involvement and no harm or adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for investigation. It was reported that occlusion alarm occurred, and the reported issue was confirmed. The root cause of the event was an anomaly in the components (the downstream occlusion sensor and the downstream occlusion sensor seal), and they were replaced with known good ones. The device passed all functional tests with no problem after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.